Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that water tightness was lost due to deformation of the control unit. There were scratches noted throughout the device. The connecting tube had a wrinkle. The image guide protector was damaged. It was also noted that the scope cylinder and forceps channel port were shaved. The switch box had a dent. The bending angle in the up/down/left direction and the play of the up/down/right/left were out of standard value due to wear of the angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the duodenovideoscope had a leak between the knobs. Upon inspection and testing of the returned device, it was noted that the inside of the light guide lens was dirty. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer and results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the last year. Although the defects found during evaluation were confirmed, the foreign material around the lens and device could not be specified and there was no physical damage where the foreign material was found. The foreign material likely remained due to reprocessing not being completed because of the leak problem; however, a definitive root cause of the foreign material on the forceps elevator and device could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following the instruction for use: leakage testing of the endoscope prior to reprocessing. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information received from the customer reported the foreign material could not be identified and the device was not reprocessed prior to pick up for inspection due to a leak.